Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-08301. It was reported the patient's scs system stimulation was not covering all of her pain pattern simultaneously as desired. An sjm representative met with the patient for reprogramming but was unable to achieve effective stimulation coverage. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.